Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vaccess pta dilatation catheter has returned for evaluation. On the visual evaluation of the device, it appeared bloody, no other specific anomalies noted. On the functional evaluation of the device, the guide wire lumen was flushed, and an in-house guide wire was inserted through the catheter without any issue, on further the device was inflated with in-house presto device, water and blood existed out from the balloon. Microscopic observation was performed and noted a compound balloon rupture on the balloon which returned for evaluation. Therefore, the investigation has confirmed for the reported inflation and identified balloon rupture as compound rupture was noted on the balloon and water leaks from the balloon when attempting to inflate. A definitive root cause for the alleged inflation issue and identified balloon rupture could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 02/2024).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly failed to inflate. The procedure was completed using another device. There was no reported patient injury.